Manufacturer narrative:
The delivery driver was delivering the bed and forgot to attach the crane before releasing the bed from the fixture. The bed then fell when the driver tried attaching the crane causing a laceration on the left knee. The delivery driver did not follow the work instructions which resulted in the damage to the bed and the injury to the driver.

Event description:
It was reported that upon delivery of the bed, the unit fell out of the back of the trunk and injured the (B)(6) driver.